Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the device evaluation, there were no malfunctions found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis x1 video system center, while being used in combination with the bf-p290-evis lucera elite bronchovideoscope, was blacked out after the image appeared on the monitor for a moment. The issue was found during preparation for use. The patient was not under general anesthesia. The endoscopy procedure was completed with the same set of equipment and a different bf-p290 without delay. There were no reports of patient harm.